Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room for a nose bleed and increased fatigue. The log files noted three low flow events on (B)(6) 2022.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reports of a nosebleed and increased fatigue could not be conclusively established through this evaluation. The submitted log file captured transient low flow events on 14dec2022 that did not appear to have been sustained long enough to result in any audible low flow alarms. No other notable events were captured, and the pump appeared to have operated as intended at or above the low speed limit throughout the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Under ¿anticoagulation,¿ this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.